Manufacturer narrative:
Product event summary: the device was returned, analyzed and corrosion of the connector was observed.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device exhibited unexpected longevity and was explanted and replaced prior to reaching eri. The crt-p is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. It was noted the most recent battery measurement was 2.9387 volts on 2015-(B)(6) and the device had not reached elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)